Manufacturer narrative:
(B)(4). Batch #: t5c63v. Device evaluation summary: the analysis results found that the cdh29p device arrived with weld seam separated under knob in soft touch area. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. Further analysis was reported by the hospital that the back light dimmed upon pulling firing trigger. This indicates a depleted battery. The case was completed by using a new battery pulled from a second device. Neither battery was returned. While not effecting performance, it is noted that the shroud weld seams below the rotation knob has weld separation. A non-depleted battery was obtained for testing of this device. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality (fired at mid-b). It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No conclusion could be reached on what caused the depleted battery and weld seam separated noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a lap sigmoid colectomy, after removing the safety and squeezing the trigger to fire. The lights would go dim and it would not fire. The battery was removed and put back. The safety was placed back and removed a second time. Another circular was opened and the battery from that device was placed in the first device and the first device worked. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Per device evaluation summary: while not effecting performance, it is noted that the shroud weld seams below the rotation knob has weld separation. Upon review of the information provided that the weld seam separation did not affect battery retention, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. .